Manufacturer narrative:
Imdf code a010402 migration, captures the reportable event of balloon migration. Imdf code a1401 deflation problem, captures the reportable event of deflation problem impact code f2203 imaging required has been updated based on additional information received via good faith efforts on march 19, 2024.

Event description:
It was reported to boston scientific corporation that an orbera 365 balloon was implanted on an unknown date. After the procedure, during the planned endoscopy for removal on (B)(6) 2024, the balloon was no longer present. A computerized tomography (CT) scan had been performed on the patient on an unknown date however boston scientific has been unable to obtain access to the results of this test. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdf code a010402 migration, captures the reportable event of balloon migration.

Event description:
It was reported to boston scientific corporation that an orbera365 balloon was implanted on an unknown date. After the procedure, during the planned endoscopy for removal on (B)(6) 20254, the balloon was no longer present.